Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent breast augmentation revision with a mentor smooth round moderate plus profile 350cc saline prosthesis and experienced deflation post procedure. As a result, and explant was performed on (B)(6) 20118.

Manufacturer narrative:
On (B)(6) 2017, a device history record review was performed. The device history record (DHR) of lot number 7463030 as reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturing date: 2017-04-26. Sterilization expiration date: (B)(6) 2021. The mentor failure analysis lab received the device for evaluation on 2/30/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/15/2018. Device evaluation summary: it was reported that a (B)(6) year-old female patient underwent breast augmentation revision with a mentor smooth round moderate plus profile 350cc saline prosthesis and experienced deflation post procedure. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 4 cm at the anterior aspect. At the posterior aspect an area of missing material measured approx. 0.3 cm x 0.5 cm was present. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).